Event description:
During a pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared correctly. Both the sheath and introducer were flushed, and the deflection was tested. The first sheath was used to go transseptal before backflow and leaking were discovered. The sheath was replaced with a new sheath that was also properly prepared. The rest of the case was completed successfully until the non-boston scientific mapping catheter was inserted and during post mapping the same issue was observed. Leaking appeared to happen with manipulation of the catheter but was fine if it was left in place without any movement. The procedure was completed without patient complications. The device has been returned to boston scientific and is pending analysis.

Event description:
During a pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared correctly. Both the sheath and introducer were flushed, and the deflection was tested. The first sheath was used to go transseptal before backflow and leaking were discovered. The sheath was replaced with a new sheath that was also properly prepared. The rest of the case was completed successfully until the non-boston scientific mapping catheter was inserted and during post mapping the same issue was observed. Leaking appeared to happen with manipulation of the catheter but was fine if it was left in place without any movement. The procedure was completed without patient complications. The device has been returned to boston scientific and is pending analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.